Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device history records review was completed for part#: 03.503.017, lot#: u102248. Supplier: (B)(4), release to warehouse date: february 13, 2009. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales consultant that during inspection of his field equipment the following device malfunctions were noted: one (1) screw driver handle is tough to pull back, and it doesn¿t snap forward when the screw driver blade is inserted. Three (3) matrix neuro screwdrivers no longer have their self-retaining capability. This complaint is not associated with a procedure or patient. This report is for one (1) matrix neuro screwdriver blade. This is report 2 of 3 for com-(B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection under 5x magnification, functional test, device history record (DHR) review and drawing review were performed as part of this investigation. This complaint is confirmed. The returned screwdriver handle with hex coupling-medium (part#311.006, lot#t929536) intermittently retained the returned screwdriver shafts. The complaint condition was able to be replicated at customer quality (cq). The cause for this complaint is the knurled sleeve component on the screwdriver handle with hex coupling getting stuck on the plastic bearing and not allowing the knurled sleeve to travel consistently distally in order to retain the mating screwdriver shafts. Slight pressure/force is required to move the knurled sleeve distally off the bearing and then it retains the mating screwdriver shafts as intended. Features relevant to this complaint (plastic bearing max outside diameter and knurled sleeve inside diameter at proximal end) could not be measured at cq because they are not accessible in this 8 year old device's assembled condition. Regarding the (3) matrix neuro screwdrivers no longer have their self-retaining capability; this was not able to be confirmed or replicated at cq. The distal tips showed no damage that would prevent function and no mating screws were returned in order to attempt replication of the complaint condition. Relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. The root cause could be bio burden trapped internally causing the knurled sleeve to hang up on the bearing for this 8+year old reusable instrument. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.